Event description:
Complaint alleged that during biomed testing the connector inside the apex paddle broke off. Complainant indicated that there was no patient involvement in the reported malfunction.